Event description:
On (B)(6) 2026, this spontaneous report was received regarding a 31-year-old female in association with an unspecified thermacare heat wrap. On an unspecified date in (B)(6) 2025, the consumer would apply a thermacare menstrual 8 hr heat wrap to her lower stomach at night for 4 hours at a time. She would also apply an unspecified thermacare heat wrap during the day for 4 hours. On (B)(6) 2026, it was identified this report was associated to the below related report. Approximately after 3 to 4 days of using the menstrual heat wraps during the night and the unspecified thermacare heat wrap she noticed redness, irritation, itching, swelling, and a rash. The rash below the stomach and above the vaginal area. She used coconut oil to help with the symptoms. She continued using the products. Approximately 2 to 3 weeks after using the products she experienced burns which resulted in blisters which burst. Approximately on (B)(6) 2026, the consumer went to an emergency room (ER) and was diagnosed with a contusion. The consumer wanted to obtain a second opinion. On (B)(6) 2026, the application area was black, a scar was noticeable, and the burns were still healing. As of (B)(6) 2026, the area was discolored and sore. No additional information was provided. Please see the related case 3007593958-2025-00004 which captures the experience with the thermacare menstrual heat wraps.

Manufacturer narrative:
Additional information has been collected regarding this case; however, this new information does not alter the outcome of the investigation. The root cause cannot be identified. There is limited device specific information provided, and no batch number was available for evaluation. Without a batch reference number, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. No product quality related trend was identified for the subclass adverse event safety request for investigation. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risk of burns and other skin irritations. The manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure packaged product quality. There are pre-identified risk factors that could cause a burn listed in the hazard analysis (B)(4). In addition to these hazards, there are multiple risks that are outside the control of the site. These include things like age, skin condition, medical conditions, device use error and off-label use. The warning labels on our product are used to address these risks and relay the appropriate instructions for use to our customers to avoid burns, blisters and skin irritations.